Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 265 mg/dl. Customer stated she was outside all day, sweating. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, missing end cap sticker and a stained address and serial number label. The insulin pump had intermittent button response from the act button due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).